Event description:
It was reported that the patient was having pain behind the pump and the pump was ¿dry¿. Per the patient, the health care provider (hcp) that implanted the pump lost his license for ¿putting pumps in and not knowing what he is doing.¿ the patient was having ¿medical issues.¿ the patient indicated being unable to have a bowel movement in 2 years, and a year prior to report date she had been unable to urinate. The patient further stated everything had collapsed into her vagina (both her rectum and vagina.) The patient had to take heavy duty laxatives to help. The patient further noted having horrifying pain behind the pump, which started 5 years prior to report. Patient also had pain below her belly button. As of the report date, the pump was turned off and has been turned off after 6 months of having the pump implanted. The patient also indicated she started to sweat the day prior to report, was hot and cold, but did not have a fever. She also indicated her blood pressure had doubled in the last 2 years. The patient noted having a consultation with a gynecological health care provider (hcp) 1/2 year ago and made them give her hormones due to hot flashes, which she thought did not go away. The patient noted not having anyone to manage the pump. The patient had gotten sick with her stomach issues and ended up in the emergency room (ER) in december 2011 because of high blood pressure. The patient indicated they did a CT scan of her belly but they could not see behind the pump. The patient then stated that she had been up all night because she thought she was going to die, and her belly felt like it was going to explode and she could not pass gas. The patient then indicated that the pump health care provider (hcp) used his own hospital room to revise and cut into her back, and that the hcp put the pump in wrong. The patient stated she had to have the "wires" revised, and she had gone through withdrawal 3 times. The withdrawal¿s occurred once in 1992, a month or two after the pump was put in, and again 2 months after that. The patient indicated that the pump never alarmed but that the catheter had come out. The patient indicated that her hcp told her she was just going through menopause. The patient then noted having ¿it revised it in 93 ¿, and then took her off the pump completely because she gained 50 lbs. In her knees and couldn't walk. The patient then stated that before the pump, she gained a pound a day with pain meds and the hcp couldn't figure out why. The patient also stated she wasn't getting any relief from the pump, and she had back pain and ¿rsd¿ and noted having had 3 back surgeries before the pump. The hcp ended up empting out the morphine in pump and turning the pump off after 6 months of it being implanted in 1993. The patient indicated at the time of report, she felt something was underneath the pump. The patient indicated she can no longer walk on her knees because she is in so much pain. The patient then indicated the pain was constant and she felt like her stomach is going to explode. The patient then indicated wanting to find an hcp that was willing to help with the pump. It was later reported that the pump was turned off in 1993 because she gained (B)(6) of water wait. The patient indicated being bed bound, and the 3 withdrawals she experienced was due to the hcp¿s incompetence, thus he lost his license. The patient wanted the pump removed, and that it had to come out now or she ¿will be dead soon¿ as she cannot live like this. The reported information made the timeline and event details unclear. The patient indicated the pump contained morphine, but it was unclear if there were any other medications delivered via the pump during the events. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8703, lot # j92102734, serial # (B)(4), implanted: (B)(6) 1992, product type catheter; product ID 8590-41, lot # j92102742, implanted: (B)(6) 1992. (B)(4).